Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 23 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hypoglycemia, excruciating leg pain and loss of consciousness. The patient was treated with three bags of gluco-dextrose at her daughter's house that continued in the ambulance for 30 minutes to an hour and it continued through the night at the hospital. She stated she was also given phosphate, magnesium, and potassium. The patient stated she was not given any medications.

Manufacturer narrative:
The bottom housing vent was inspected and found to have been installed correctly with no issues or damages noted. The housing vent maintains equal atmospheric pressure outside and inside the pod which prevents the over delivery of insulin.